Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power alarm. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer did not receive low battery alert prior to the off no power. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, off no power alert and spi to motor pic communication error alert noted. (B)(4).